Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7094591. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7100489. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7112582. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7112126.

Event description:
It was reported that the patient experienced an infection at the deep brain stimulation (dbs) implantable pulse generator (ipg) site. The patient underwent a procedure where the ipg, leads and lead extensions were removed. Physical analysis of the dbs devices was not performed as they were retained by the facility and the patient did well post-operatively. Additional information would not be provided by the physician.